Event description:
Proxy biomedical was notified (B)(4) 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal rep. The complaint states that as a result of the implant, a pt injury occurred. No further complaint info was provided. The date of implantation of the mesh was the (B)(6) 2007. The pt is identified as (B)(6); pt is female, her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6) USA. The physician's name is dr (B)(6); no telephone number has been provided. The polyform part number and lot number have not been provided. No other info regarding the product or the pt is available at this time.

Manufacturer narrative:
Device was not returned for eval. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).